Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found 23118 error was indicating arm 3 usm axis 3: motor encoder incremental track has slipped, possible disconnected encoder or intermittent loss of signal the usm axis 3, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the usm was inspected, and no faults could be identified. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. Failure analysis concluded that the insertion chip encoder virtual absolute (cva) printed circuit assembly (pca), cva disk, cva flat flex cable (ffc), and hall sensor are consistent with the reported event and are the potential root cause for this issue.

Event description:
It was reported that prior to the start of a da vinci-assisted umbilical hernia ipom surgical procedure, site found a recoverable fault when they pull down the carriage to drape the system. The technical support engineer (tse) viewed logs and confirmed error 23118 on universal surgical manipulator (usm) 3. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the ports were not placed when the issue occurred. The system functionality was checked upon powering on the system and the system initially powered on without errors. The intuitive technical support was contacted and the procedure was completed robotically in its original configuration.